Manufacturer narrative:
Customer was not able to see the lot# and expiration date on the bottle of strips, so the manufacture date could not be determined.

Event description:
In the afternoon, the customer received a blood glucose reading of 100mg/dl on the contour next link. Using her fingers, she ate some honey, and then exercised. Approximately 30 minutes later, without washing the honey from her hands, she retested on her meter and the reading was 585mg/dl. She accepted a bolus of 8 units from her insulin pump. Between 2-3:00pm she started to feel dizzy, sweaty and cold, and was unable to test herself. She called an ambulance. The paramedics tested her blood and the reading was 30mg/dl. They gave her IV dextrose while on the way to the hospital. When she was discharged that evening her blood glucose was in the 100s. Customer was advised to return the strips for investigation. New strips and meter were sent to her.